Event description:
The customer reported a quick drop in her blood glucose levels while she was at the store. The customer's blood glucose was 48 mg/dl. The customer stated that she checked the reservoir and it was empty. The customer stated that the insulin pump had somehow delivered 200 units into her within a one hour period. Troubleshooting was performed, and found no bolus or history anomalies. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.